Event description:
During a planned intubation procedure, a piece of the glidescope gvl blade broke off on the patient's tooth. Another device was used, and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection confirmed that a portion of the right side leading aspect of the blade had broken off near the camera. In may 2013 the customer was mailed a safety and recall notification for this device. In july 2013 the customer was contacted two additional times regarding the recall. The facility continued to use the device despite warnings to the contrary, and notice to return the device under the recall.